Event description:
A surgeon called to inquire what the consequence would be if an intraocular lens was implanted with the wrong side up. During the conversation, the caller stated a lens exchange was performed when examination revealed an intraocular lens had been implanted incorrectly (wrong side up). The reporter indicated, the incorrect placement of the lens may have contributed to uveitis and cme developing following the initial intraocular lens implant surgery. The reporting surgeon stated the lens exchange was entirely due to surgical error and there was no problem with the lens or the directions for use.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation and the info required to complete a review of product history records was not provided. No conclusions can be drawn. Add'l info was requested and received by phone on 02/28/2007.